Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) pump would not power up. As mitigation, the power cable for the pump was exchanged but that did not resolve the issue. Then the pump connection was moved to another port on the network interface card (nic) board of the heart lung machine and the unit functioned as expected. The surgical procedure was completed successfully. There was a 20-30 minute delay while troubleshooting. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d9, h3 and h6 during laboratory analysis, the product surveillance technician (pst) installed the network interface card (nic) into lab use only (luo) testing equipment. He plugged a luo roller pump into channel 11 and the pump powered on as expected. He then moved the pump to channel 12 and the luo pump did not power on. It was determined that channel number 12 on the nic was defective. The pst did not observe any anomalies during microscopic evaluation.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with their heart lung machine (hlm) during setup, whereby the cardioplegia (cpg) pump would not power up. The end user was able to troubleshoot the unit by unplugging the cpg pump's power cable from the network interface card (nic) printed circuit board (pcb), and plugging it into a different port, which powered up the pump. There was a delay in starting the procedure due to this troubleshooting. The procedure was then completed successfully, with no blood loss and no adverse event.